Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04585. It was reported the pt had two issues; the stimulation was not covering her pain pattern and she was receiving abdominal stimulation. The physician's course of action was to leave the current system alone, and on (B)(6) 2011, an additional scs system was implanted (reported as device 2). Follow up found the pt was still having the same two issues prior to the surgical intervention regardless which system is in use. It was reported the physician was consulting with other physicians to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.